Event description:
It was reported that while in-house user training of the cs300 intra-aortic balloon pump (iabp), the helium tank securing bolt was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm found the helium tank securing bolt broken and customer was provided with an spare helium tank securing bolt. The stm returned on nov 20 to fix an additional issue in the cs300 iabp an the unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.